Manufacturer narrative:
E1: initial reporter first name: has been added.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in moderately tortuous and moderately calcified vessel. A 2.00mm x 12mm emerge balloon catheter was advanced for dilatation. However, during the first inflation at 4 atmospheres in 5 seconds, the balloon was ruptured vertically around the center. The device was removed without any problem and the procedure was completed with different device. There were no patient complications nor injuries reported and the patient condition was good.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in moderately tortuous and moderately calcified vessel. A 2.00mm x 12mm emerge balloon catheter was advanced for dilatation. However, during the first inflation at 4 atmospheres in 5 seconds, the balloon was ruptured vertically around the center. The device was removed without any problem and the procedure was completed with different device. There were no patient complications nor injuries reported and the patient condition was good.